Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg pocket site. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The event of pain at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.